Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6). Found complaint unverified and found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began maybe the last week. Patient stated they fully charged the controller last night and when they went to charge the implant, the ins wont get past 80% and then they saw a message that said the controller needed to be charged. Patient services (pss) asked and patient did not recall the exact message. Patient services (pss) instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient noted that the recharger paddle would get very hot when charging the implant. Agent walked patient through resetting controller; controller showed recharging 70% and implant 80%. The issue was not resolved. An email was sent to the repair department to replace the recharger.